Event description:
On (B)(6) 2009, patient requested assistance priming his infusion set. Patient reported he was in the stop mode and had disconnected from his infusion set. Educated patient on priming his infusion set; he primed successfully. Patient reported he put an insulin cartridge in with no air bubbles this morning and now had air bubbles. Educated patient on why he gets air bubbles. Assisted patient with priming out the air bubbles. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.